Event description:
Involuntary state facility psychiatric pt admitted to an acute general med unit for feeding disorder. Pt was psychotic with agitated behavior. Pt constantly yelling & screaming. Pt restless in bed, moving about in bed with yelling (siderails up). Had 1:1 mental health tech in room with pt at all times. Pt suddenly thrust her head down & between end of siderail & edge of footboard of bed. Gap width was later measured at 2 1/2" to 3". Staff immediately summoned who could not extricate pt's head without injuring pt. Head was stablilized by staff & security officers summoned. Security officers responded promptly & pulled the footboard away from pt which released pt from predicament. Pt sustained scratches to both sides of neck. Pt given im medication for agitation & placed in soft wrist restraints for a short period until calmed down.